Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that mobile view station (mvs) interface cable needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there were communication problems with the system. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the time to time generator is not booting. The paxscan did not power up due to a defective interface board. The standalone board, x-relay, interface control, x-stage cover and pendent swivel assembly were replaced. Home was invalidated and reset. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mvs interface, ethernet switch, rear cable breakout, standalone board were returned to the manufacturer for analysis. Analysis found that the interface and board functioned as intended. The switch and breakout were returned unused. The pendant swivel assembly and x stage cover were returned to the manufacturer for analysis. Analysis found that the cover failed visual inspection due to dents and scratches on cover. The swivel assembly had normal wear and tear. The mvs interface cable assembly and interface control was returned to the manufacturer for analysis. Analysis found that the interface control passed visual inspection. When installed in a known good test system, the system booted, readied and communicated as expected. Multiple 2d and 3d images were taken successfully while under test. After extended time and power cycles in the test system the board under test would intermittently not allow the generator to boot, no power to generator. Intermittent / bad interface control board. The interface cable assembly failed bench and gbit testing. It passed 100t testing, continuity testing, and visual inspection. The cable was .3 feet shorter then expected (40.7 ft vs 41 ft). Analysis found that the reported event was related to mechanical and electrical issues. If information is provided in the future, a supplemental report will be issued.